Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins information confirmed. Cause of the stim stopping was unknown, the cause of the settings not available was due to the output being too high. No additional actions taken, and the issue has resolved.

Event description:
Additional information was received from a rep. It was reported that the problem was solved by reducing the output.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the intensity was not increasing. It felt like there was no stimulation, and the battery was not depleting. Stimulation suddenly stopped was noted. It was unknown if there were any contributing factors. Troubleshooting was performed. Upon checking the screen, the battery levels were 100% for the controller and 80% for the stimulator. In group a, only option 1 was available, and there was no adaptivestim (as). It was noted that there was usually a sensation of stimulation, but currently, there was no sensation. Guidance was provided to adjust the intensity to a comfortable level, and the intensity was increased from 7.8 to 14.8, at which point stimulation was felt and relief was reported. Subsequently, a ¿setting value unavailable¿ message was displayed. Guidance was given to consult a physician if further intensity adjustments are desired in the future.